Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during cartridge loading, when the air removal step was performed, the customer was able to remove more air than expected. Reportedly, the issue occurred with multiple cartridges. Cartridges were discarded to address the event. Customer's blood glucose level was 77 mg/dl.